Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there were faulty cassettes. They stated that when they push the syringe containing the drug/diluent into the cassette, the medication leaks from the connector and within the cassette. They explained that it looked like the cassette popped from the inside. They can see solution outside of the cassette's inner bag. This is the 5th time it has happened since switching product. Patient had 2 mixes already made and they were going to try to make one more mix as backup, but they were concerned because they are having to waste drug due to the faulty cassettes. Patient's spouse was asked if they had extra cassettes that were of a different lot number, and they stated that they were all the same lot. They had a backup device for the life-sustaining infusion. There was no patient, or clinician injury associated with this occurrence.